Event description:
It was reported that during a labrum-refix surgery the tip of the anchor became bent and could not be inserted. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-1926bc-1 batch 15173822 was received for evaluation. Visual evaluation of the returned inserter found the device shaft was bent at the distal end close to the tip. That bent damaged created a crack in the bio anchor. Functional testing for this device was not performed because the bend in the shaft would prevent it from performing as intended. The most likely cause of the reported failure is user error, specifically applying excessive force through leveraging or prying the device. This can lead to mechanical failure, damage to internal components, or even complete device breakdown.